Event description:
It was reported that the cage broke upon implantation. Although the device was used intraoperatively, no patient injury was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Product event summary was reported that the cage broke upon implantation. Although, the device was used intraoperatively, no patient injury was reported. A review of all documents for lot the lot number did not identify any applicable non-conformances to specification or deviations in procedure. A query of the entire complaint history of this part was conducted on (B)(6) 2012, which did not contribute any additional information to this investigation. No further action is required at this time - this investigation is considered closed.